Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that a patient saw an elective replacement indicator (eri) message on their programmer. This occurred three to four months ago. Over the past month, the patient has had to curl their back muscles and stick their stomach out in order to get any stimulation. They also had to lay on their back in order to get the stimulation to work. The patient stated they do a " hola hoop move, lower back will crack- pt touches toes", then they can feel stimulation, but it goes away. The patient stated that they're freaking out that the ins might go dead. Later, a company representative confirmed the eri, and that the patient was scheduled for ins replacement on (B)(6) 2014. Patient outcome was not available at time of report. Follow-up attempts have been made and a supplemental report will be submitted if additional information is received.

Event description:
It was reported that the replacement occurred on 2014-(B)(6) as planned. The device was disposed of.